Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed; however, the reported difficulty advancing the device was not confirmed. Device evaluated by MFR- it was initially reported that the device would not be returning for analysis. However, the device was returned for evaluation. Method code 4115 was removed.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device through the guiding catheter; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 2.5x15mm trek rx balloon dilatation catheter (bdc) was being advanced through the guiding catheter; however, resistance was felt and the mid shaft separated outside the patient anatomy. The bdc was simply withdrawn. The procedure was successfully completed with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.